Event description:
It was reported that multiple cartridges did not fit onto the pump. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.